Event description:
It was reported that the patient passed away. There was no indication from a healthcare professional that an abbott device caused or contributed to the patient's death. Available session records were reviewed by abbott technical support and no anomalies were observed.

Event description:
It was reported that the patient experienced syncope resulting in the patient falling and experiencing trauma to the head. Emergency services responded and the patient was reported as having a glasgow coma scale (gcs) score of 12. Additionally, loss of capture was noted resulting in arrhythmia. Isoproterenol medication was administered. The patient presented to the emergency room, and testing reportedly shoed a reduced pacing rate. Diagnostic imaging was performed and no anomalies of the implantable cardioverter defibrillator (ICD) system were observed. The device was reprogrammed. Diagnostic imaging was performed of the cranial area and a right occipital fracture was observed. Additionally, subarachnoid hemorrhaging and acute subdural hematoma were noted of the cranial area. The patient passed away 2 days post initial syncopathic episode. The cause of death was cerebral hemorrhage resulting in brain death.

Manufacturer narrative:
Technical services review was performed using device records. The results of the investigation found that the device was performing per programmed settings. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.